Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 9 months from implant to the bleeding event in 2014; 1 year and 9 months from date of implant to the date of expiration. Information regarding disposition of the pump has been requested; however, no response has been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had multiple previously unreported gastrointestinal (gi) bleeding events and had been off anticoagulation for 1 year and was status post ablation in (B)(6) 2014. The most recent bleeding event was secondary to a distal jejunal arteriovenous malformation. The patient was admitted on (B)(6) 2015 with symptomatic anemia secondary to upper gi bleeding with melena and fatigue, and was transfused with several units of packed red blood cells. The patient underwent a video capsule endoscopy on (B)(6) 2015 which revealed proximal jejunal bleeding. A double-balloon enteroscopy on (B)(6) 2015 found no active bleeding but ablation of 7 potential jejunal lesions was performed. The patient became hypotensive and febrile to 102.8f on (B)(6) 2015 and was transferred to the ICU. The patient was started on levophed, vasopressin and epinephrine and was noted to have (B)(6) bacteremia on blood cultures which grew within hours of being sent to the lab. The patient was started on vancomycin and zosyn (subsequently discontinued) and was noted to have acute kidney injury on chronic kidney disease at that time. A palliative care consult was completed and the patient's spouse and health care provider determined that the patient would not want heroic measures. The patient experienced lethargy and declining mental status. The patient's family was informed of his extremely poor prognosis in the setting of worsening multisystem organ failure (liver failure, renal failure, encephalopathy, biventricular failure). The patient subsequently expired on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined as the pump was not returned for evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.